Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported seeing a patient that had evolysse form into their lips by another hcp. The patient presented with large and visible blebs and nodules throughout the upper and lower lip. The hcp plan to dissolve the product at a later date.